Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, heavily tortuous de novo right coronary artery that was 90% stenosed. The 2.50x6mm rx nc trek balloon ruptured at 6 atmospheres on the first inflation. The device was replaced with a non-abbott balloon to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.